Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl surgery, both implants detached from the placement instrument simultaneously at the first release. The procedure was completed with a back up device with no delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the needle is dramatically bent. No suture or ts remain on the delivery needle or were returned for examination. Actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Per the device instructions for use under warnings ¿: do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Pathological conditions in the soft tissue that would prevent secure fixation of the device is considered a contraindication¿. No root cause related to the manufacturing process can be established.